Event description:
While in the ICU, awaiting a permanent pacemaker implant, a pacel was inserted into the right jugular using a non-abbott introducer. However, while inserting the pace I, it was uhable to stay in a fixed position because the sheath used was not compatible with the pacel. There was no alleged deficiency with the pacel. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).